Manufacturer narrative:
Received one used device for evaluation. The syringe was observed to be missing its rubber plunger. No visual damages or anomalies were observed on ICU devices. The reported complaint of a blocked spiros could not be confirmed. The returned spiros was tested and performed to product specifications. However, the syringe was missing its rubber plunger. Without the plunger on the syringe, the syringe will allow air to be pulled instead of the fluid. The probable cause of the missing plunger cannot be determined since the syringe is a non-ICU medical product. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a 25 units of spiros® closed male luer where it was reported the spiros valve is blocked, administration impossible. Need to remake a cure of chemotherapy. The status of the product at the time of the event is during administration. There was patient involvement and no adverse event/human harm.